Event description:
Complainant alleged that during set-up of the device prior being used on a patient (age & gender unknown) the device failed to power-up on ac power. When powered on with battery, the device displayed "deb fault 78" and "pacer fault 117" messages. Complainant indicated that there was no patient involvement in the reported malfunction.